Manufacturer narrative:
Analysis found that overheating was confirmed and the handpiece was noisy. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the handpiece was overheated during operation. There was no patient involvement.